Manufacturer narrative:
Investigation conclusion: the customer reported the recertification sets are leaking and causing failure. Additional information stated the leak occurred around the plastic tab on the set (almost like a push point on the set). This occurred during testing. No patient involvement. This report refers to product code 776150, epump burette re-certification, with lot number 200060032, manufactured on 16-jan-2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed an no related trends were identified. Two (2) samples were received for evaluation. Visual and function inspection performed found no failure. The returned devices functioned per specification and the report of leak was no confirmed. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the recertification sets are leaking and causing all recertifications to fail. Additional information received stated that the leak was around the plastic tab on the set, almost like a push point on the set. This occurred during testing. No patient involvement.